Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 162mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
The pump powered up properly, and no blank or fully black display was noted. The pump was received with normal operating currents. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.